Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the mildly calcified and moderately tortuous mid left descending artery. The 2.0x15mm maverick 2 monorail balloon was inflated once and ruptured. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.